Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing, the device was allegedly self activated. There was no reported patient injury.

Event description:
It was reported that during testing, the device was allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there was no found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically, therefore, the investigation is confirmed for cannula self-activation. However, the investigation is inconclusive for the alleged priming issue as functional testing could not be completed due to the identified failure. An x-ray revealed incomplete cannula tang engagement, and upon disassembly it was noted that both bumpers were bent within the device housing. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.